Manufacturer narrative:
Investigation summary: it was reported the syringe leaked out the end. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a white substance in it and the white substance within the rubber stopper ribs. From the photo the syringe appears overfilled. Overfilling the syringe is off label use. A device history record review was completed for provided material number 309653, lot number 0079837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but from improper use of the product.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage past the stopper or plunger. The following information was provided by the initial reporter. The customer stated: "when the anesthetist drew up propofol for tci, it leaked at the end of the syringe."

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage past the stopper or plunger. The following information was provided by the initial reporter. The customer stated: "when the anesthetist drew up propofol for tci, it leaked at the end of the syringe."

Manufacturer narrative:
Investigation summary: it was reported the syringe leaked out the end. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a white substance in it and the white substance within the rubber stopper ribs. From the photo the syringe appears overfilled. Overfilling the syringe is off label use. A device history record review was completed for provided material number 309653, lot number 0079837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but from improper use of the product.